Manufacturer narrative:
Additional info received indicated that: the patient is doing well. Prior to the procedure the patient already warned the radiographers that she is known with fainting. The patient already fainted before the needle was inserted. As the patient already mentioned the high possibility of fainting it is reasonable to state that it is has nothing to do with the system itself. No medical intervention performed. Immediately after the first time device failure, this was done with the second device in which the patient fainted again. No device malfunction or serious injury were reported.

Event description:
It was reported that during a brevera procedure on (B)(6) 2021 , the patient fainted, a second needle was used and the patient fainted again. The physician decided to abort the procedure at this point. No device malfunction was repoted. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.